Event description:
It was reported that the svc defib lead triggered an alert due to high impedance >200ohms. Today the impedances are normal even with pocket manipulation. The lead is still active and the patient was instructed to return to clinic if the alert is sounded again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.